Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and was not able to replicate the issue observed by the customer. During this visit, the cse ran a precision study on quality controls (qcs) and two patient samples provided by the customer. The cse determined that the results recovered with good precision and within acceptable ranges. Siemens further analyzed the instrument files; based on the aspiration pressure profile and photometer data from the sample integrity test, siemens determined that a sample integrity issue or sample aspiration issue contributed to the discordant, falsely low ctni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on two alternate dimension vista instruments, resulting higher. A sample from the patient was also run on a point of care instrument, resulting higher than the discordant result. The ctni result of 16.7 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.